Event description:
It was reported that the patient presented for a routine generator replacement procedure. During the procedure, insulation damage and degradation of the lead were identified. The affected lead was subsequently capped and replaced on (B)(6) 2026. The patient remained stable throughout the procedure.